Event description:
It was reported that during a sling procedure, the surgeon felt that the device did not seat properly, was too loose, and that it might release. The procedure was completed with a different type of sling device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.